Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube pop off occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "she oversees a nursing unit that was collecting one of the pst blood collection tubes when the top popped off during the collection process and spilled blood on her scrubs."

Manufacturer narrative:
Bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that tube pop off occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "she oversees a nursing unit that was collecting one of the pst blood collection tubes when the top popped off during the collection process and spilled blood on her scrubs".